Event description:
It was reported that during a device follow-up, this pacemaker was found to have depleted prematurely. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete. The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). The explanted device was received and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during a device follow-up, this pacemaker was found to have depleted prematurely. The device was explanted and replaced. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.